Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 27.20 miu/ml. The repeat results were >10000 miu/ml with a data flag and 20937 miu/ml with a 1:20 dilution. The erroneous result was not reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number was 21015101 with an expiration date of 05/31/2018. Analyzer performance testing was completed. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on review of the provided calibration, qc, and analyzer data, a general reagent or instrument issue was not suspected. Several of the preanalytic conditions were not within the tube manufacturer's specifications. Also the customer used a false-bottom 13 mm tube that is not within the specification for use on the device. An issue with the sample was therefore a possible cause for the event. Another typical cause for this type of the event is insufficient maintenance of the analyzer.